Event description:
Product defect: add ease transfer device by b. Braun is a transfer device used to transfer the contents of a vial to an IV bag. The device is connected to a vial which is then connected to an ivpb for mixing when needed to be given to a pt. The problem that has happened is when ready to mix, you have to squeeze the IV bag to push out the plug. The plug then floats in the vial. Then the bag is squeezed again to transfer the solution from the vial, into the bag. Some instances have occurred when the plug travels with the solution through the device, and it clogs the flow so that the medication is not fully transferred into the IV bag which causes waste of materials. I spoke to a rep at b. Braun who stated that there has not been any complaints about this issue which is why I generated this report.